Event description:
The following issue was discovered internally by the MFR. When a person performs measurements on a volume view and then subsequently makes a capture of the view, the measurement values in the capture may be updated. As a result, the wrong measurement values may be stored with the captured image.

Manufacturer narrative:
Eval method/results/conclusion: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.